Event description:
It was reported that the patient was experiencing pain, and x-rays revealed evidence of a radiolucent line around the femur. A revision was performed due to loosening.

Manufacturer narrative:
Evaluation summary: surgical reports were not provided. An x-ray image was received, exhibiting a radiolucency around the femur. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. The reported radiolucency and loose femur are confirmed; however, a definitive root cause cannot be determined with the information provided. Evaluation codes: the measure dimensions of the device were within specification as returned. A few spots of biological material were adhered to the device. Device history records indicate all components were manufactured and inspected to specification.